Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer would not open. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer 3 was not detected on the bus. The field service engineer (fse) identified that the pyxis bus cable was disconnected from the drawer controller. The fse reseated and secured the pyxis bus cable connection. The drawer was tested in diagnostics and in the application and was confirmed to be functioning properly. The system functioned as intended after field service engineer repaired the device.